Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle (B)(4): it was reported that the pump double beeed "no cassette attached" (during testing). No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 23-may-2022 via email and attached to complaint object: all of these issues happened during testing and the date of the event is unknown.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed seal was missing. During functional check, the reported complaint was duplicated. Device was found to be double beeping with out cassette during the investigation. Root cause was found to be a faulty downstream sensor. The sensor was replaced.